Manufacturer narrative:
The physician stated that there was no patient injury and the tip was removed easily by forceps. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology was used. The physician tried to access the right maxillary sinus and the blue tip of the guide catheter came off in the middle meatus. The physician was able to retrieve the tip endoscopically.